Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea during the initial implantation surgery. The incision was re-opened, and the device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.